Manufacturer narrative:
Upon further review, investigation codes were updated in order to better reflect the nature of the finding.

Manufacturer narrative:
Volumeview sensor was received by our product evaluation laboratory for a full examination. The report of manifold broken was confirmed. The luer connection for central venous catheter of volumeview manifold had been completely broken off and broken male luer was not returned. Cross surface of broken luer was rough and uneven. No other visible damage was observed from returned unit. A CAPA and product risk assessments were implemented to address the broken male luer - volumeview manifold failure mode for volumeview product models. As part of the investigation, product design was a factor in the root cause. CAPA actions are in place to resolve the design issues. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use with patient of this volumeview sensor, the thermistor manifold broke during cold bolus injection. There was no allegation of patient injury. The product was available for evaluation.